Event description:
It was reported an impactor fractured during a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use (nicked and gouged) and that it is fractured. Device history record was reviewed and no discrepancies were found. The reported event is attributed to wear and tear of the device due to repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.